Event description:
It was reported that approximately 6 months after implantation of a trapease filter; the device migrated into atrium of heart of patient.

Manufacturer narrative:
It was reported that approximately 6 months after implantation of a trapease filter; the device migrated into the right atrium. The filter was removed at another facility. Past medical history included morbidly obese, hypertension, deep vein thrombosis (dvt), and multiple pulmonary embolisms (pe) in spite of anticoagulation with coumadin. The indication for filter implantation was dvt and pe. During the initial procedure to deploy the trapease filter, the extent of the dvt was unknown. There was no thrombus present at the delivery site reported. Pre/post imaging was completed. The size and shape of the vena cava was reported unknown. The reporter indicated that it was unknown if there was complete wall apposition on all sides post filter deployment or if the filter was deployed without tilt. The location of the original filter placement was also reported as unknown as well as it was unknown if there was a large or excessive thrombus load. Heparin was provided. There were no peri/post procedural complications. A cd with 7 abdominal kub images was received. The cd was reviewed by an independent physician. The observations by the independent physician are as follows: no dsa images of the initial placement, images of the migrated filter, or of the filter retrieval are provided. Initial images show an ivc sheath and wire in place from femoral vein access. Subsequent images show ivc filter deployment at l2-3. The images are of poor quality. No images of the migrated filter are provided so filter migration cannot be confirmed. The superior cone of the filter appears distorted in the image provided so difficulty with filter deployment or ivc thrombus cannot be ruled out. Measurements or images of the ivc prior to filter placement are not provided. Evaluation of this event is very limited based on the paucity of information provided. In the literature, filter migration can be caused by a variety of factors including megacava, change in intravascular volume status, abdominal trauma, large embolus from the lower extremities, implantation into ivc thrombus which then embolizes, and difficulties with deployment resulting in abnormal filter architecture and fixation. A plausible conclusion of this event cannot be derived from the information provided. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. Filter migration is listed in the IFU as a possible long-term complication associated with filter implantation ivc filter migration is a well documented but rare potential complication of ivc filter placement. One potential cause of migration is embolization of a massive dvt. Less common causes of filter migration include abdominal trauma, filter malplacement, filter fracture, and large shifts in hemodynamic status resulting in significant diameter changes of the ivc. Based on the limited information available for review, it is not possible to determine any contributing factors to support any of these possibilities; therefore the cause of the reported filter migration is unknown. Without the product to conduct an evaluation and without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
It was reported that approximately 6 months after implantation of a trapease filter; the device migrated into the right atrium. The filter was removed at another facility. Past medical history included morbidly obese, hypertension, deep vein thrombosis (dvt), and multiple pulmonary embolisms (pe) in spite of anticoagulation with coumadin. The indication for filter implantation was dvt and pe. During the initial procedure to deploy the trapease filter, the extent of the dvt was unknown. There was no thrombus present at the delivery site reported. Pre/post imaging was completed. The size and shape of the vena cava was reported unknown. The reporter indicated that it was unknown if there was complete wall apposition on all sides post filter deployment or if the filter was deployed without tilt. The location of the original filter placement was also reported as unknown as well as it was unknown if there was a large or excessive thrombus load. Heparin was provided. There were no peri/post procedural complications. A cd with abdominal kub images was received. A venogram shows the filter appeared to be well apposed to the walls of the vessel. No filter tilt was observed. Filling of the renal veins was not observed; therefore location of the filter deployment could not be determined. The reporter indicated that the filter was removed at another facility. Images of the filter migration are not contained in the cd received; therefore the reported filter migration cannot be confirmed. Cd wil be reviewed by independent physician. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. Filter migration is listed in the IFU as a possible long-term complication associated with filter implantation ivc filter migration is a well documented but rare potential complication of ivc filter placement. One potential cause of migration is embolization of a massive dvt. Less common causes of filter migration include abdominal trauma, filter malplacement, filter fracture, and large shifts in hemodynamic status resulting in significant diameter changes of the ivc. Based on the limited information available for review, it is not possible to determine any contributing factors to support any of these possibilities, therefore the cause of the reported filter migration is unknown. Without the product to conduct an evaluation and without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the filter was removed at another facility. At filter placement, the patient had multiple pe¿s and history of dvt. The extent of the dvt is unknown. There was no thrombus present at the delivery site. The patient was on coumadin and there was recurrent pe in spite of the anticoagulation. Pre/post imaging was completed. The size and shape of the vena cava is unknown. There were no peri/post procedural complications. It is unknown if there was complete wall apposition on all sides post deployment or if the filter deployed without tilt. The location of the original filter placement is unknown. It is also unknown if there was a large or excessive thrombus load. Additional anti-coagulation therapy, heparin was provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.